Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery would not charge properly. Reportedly, the pump battery would not charge past 85% despite being connected to a power source for a hour. There was no reported impact to the customer's blood glucose level. A replacement usb cable and wall adapter were sent to the customer. Although confirmation was requested as to whether or not the replacement charging supplies resolved the reported charging issue, it was unable to be confirmed.